Event description:
One versaport plus fixation cannula trocar was utilized for this case. When attending surgeon utilized this trocar small circular rubber stopper fell off device and into patient's abdomen. This small circular rubber stopper was retrieved immediately from abdomen.